Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an additional lead implant procedure. The patient was doing well postoperatively.